Event description:
(B)(4). Rec'd (B)(4) 2015, left hip; ae / pain severe, and hematoma. Awaiting resolution, serious, definitely device and procedure related. Treatment: I&d, IV antibiotics and washout. Diagnosis for primary hip surgery: osteoarthritis. Comorbidities: depression and anxiety.

Manufacturer narrative:
No devices associated with this report were received for examination. A DHR review was conducted for the head and cup products and no anomalies were found. A DHR review was requested from the manufacturing site for the stem product who informed us that the lot number was an incorrect number. A request was made for to amy black for the correct lot number but no further information was available.a review of the provided x-rays was made for implant fracture and implant disassociation of which none were found.based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Clinical complaint CT 11/01 subject 056-00062 rec'd 20jan15, left hip; ae / pain severe, and hematoma. Awaiting resolution, serious, definitely device and procedure related. Treatment: I&d, IV antibiotics and washout. Diagnosis for primary hip surgery: osteoarthritis. Comorbidities: depression and anxiety. Update 3-feb-2015: reviewed information received from (B)(6) on 3-feb-2015. The patient was revised on 30-jan-2015 for infection. The stem and femoral head are now reportable for infection. At this time the revision operative note hasn't been included. Only the clinical dot sheet has been sent. Medical records received on 30-jan-2015 and 5-feb-2015 were also reviewed. There is no new information from these medical records. This complaint was updated on 3-mar-2015. Update 27 oct 2017 clinical der states that patient experienced deep infection. It was reported that the treatment includes revision of depuy shell and stem, irrigation and debridement an IV antibiotics now considered resolve.. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).